Manufacturer narrative:
The customer did not return the suspected device for evaluation. Therefore, the device history record was reviewed for the suspected contour next link 2.4 meter and no manufacturing anomalies were found.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered.no information was captured as the customer's age and weight were not provided.

Event description:
The customer reported that she obtained inaccurate readings with the contour next link 2.4 meter. No specific reading from the event was provided. The customer stated that she was experiencing symptoms of hyperglycemia and took insulin. The customer felt sick after administering insulin and went to the hospital. The customer declined to provide any further event details. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer. Since the strip information was not provided, this report will be submitted under the meter information.